Event description:
Pt developed seroma and capsular contracture of left breast after silicone breast augmentation (B)(6) 2007. Complete left breast capsulectomy and implant exchange was performed on (B)(6) 2011. Pathology subsequently reported as implant associated anaplastic large cell lymphoma.